Event description:
It was reported that the ventilator failed pressure transducer and o2 cell tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to pressure transducer test failure and o2 cell test failure during pre-use check (puc). There was no patient involvement. Based on further received information, o2 gas module was defective and needs to be replaced. Identification of issue has been done by analyzing problem description. The customer replaced the o2 gas module by himself and the problem reappeared. The technician replaced air gas module and updated the software to v8.00.04. The issue has been resolved and the device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.